Manufacturer narrative:
Customer reported this event to swissmedic, the national authorization and supervisory authority for drugs and medical products in switzerland. The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during an unknown procedure an alarm was received for the device indicating that the device must no longer be used. All the device functions were interrupted. It was observed that the teflon pad on the jaw of the device was detached from the jaw. The device had been wiped clean only from the outside. The cutting edge was not manipulated. There is no harm or adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear and peel off. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark was developed and the error occurred. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.

Event description:
Addendum nov 22, 2022: when the teflon pad of the device was detached, the device was removed from the patient. There was a delay of two minutes for the new device to be attached, and the procedure continued without any further incidents.

Manufacturer narrative:
The returned device has been evaluated. Correction for patient information not included in the initial MDR. This supplemental report is being submitted to provide this information. Please see the updates in sections: a2, a3, b5, g3, g6, h2, h3, h6, and h10. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the teflon pad (tissue pad) in the grasping section was worn and torn, and a part of the tissue pad was peeled back exposing metal. There was no missing part. The coating of the jaw in the grasping section was peeled and scratched. The probe tip had coating peeled and a contact mark. The h-electrode had coating peeled and scratched with a contact mark. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.